Event description:
It was reported that the remb electric wiredriver was spinning without the trigger being pulled at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was not duplicated; however, the diagnostic engineer found corrosion had affected the rear motor assembly of the device.